Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow or air leak, alarm 113 (reduced water temperature control). Device investigated by tm/tech support while onsite. Found to need repair and failed functional verification. Baby was above target temperature for a couple hours.

Event description:
It was reported that the arctic sun device was alert 113s (reduced water temperature control) due to not cooling due to a failed mixing pump. Per additional information updated from wo on 05may2025, they would be taking the device down to biomed. Awaiting call back from customer to advise on repair options. Per additional information updated from ttm on 06may2025, biomed had device giving calibration error 80 (water check time out - unable to reach calibration temperature). Per additional information received on 29apr2025, it was reported that the arctic sun device was alarming low flow or air leak, alarm 113 (reduced water temperature control). Device investigated by tm/tech support while onsite. Found to need repair and failed functional verification. Baby was above target temperature for a couple hours.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted no major kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads the pad was tested. A total of 1.3 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 37 percent, inlet pressure was -6.9 psi. According to the test method, the flow rate was found to be acceptable for the returned pad. (Acceptable range greater than or equal to 1.0 l/min). The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the lot number is unknown. Correction: b UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.